Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed in. It was further determined that the console device only registered 46,000 rotations per minute (rpms), and there was corrosion on the motor. Therefore, the pretest could not be completed. It was determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console device. It was determined that console device only registered 46,000 rpm because the pin was pushed back and the connection was not strong enough for the device to run at full speed or the device was damaged from improper sterilization process/immersion during cleaning. It was determined that this had potential to cause heat. Therefore, the reported condition was confirmed. It was determined that the device showed signs of corrosion that was indicative of damaged caused by immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due to immersion during cleaning, which was misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device got extremely hot when in use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.